Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative found a piece of cloth stuck under the systems cooling fan intake. The company representative then removed the cloth, cleaned the clogged air filter, and performed preventative maintenance. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 9, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a foreign object blocking the cooling fan intake. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a laser system displayed a system message and shut down. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.